Manufacturer narrative:
(B)(4).the customer reported the manifold assembly was replaced. No additional information was provided.

Event description:
It was reported that during patient use, a ventilator had a squeaky noise. The patient was removed from the ventilator and transferred to an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The manifold assembly was placed into the test ventilator for investigation. During testing, there was no squeaking or abnormal sounds observed. The unit was removed and inspected for damages or defects. The bearings outer housing contained small amounts of grease and contamination was found on the piston rods. However, the service engineer was unable to duplicate the customer reported malfunction.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.